Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 390 mg/dl. During a pump system check, the infusion set tubing was found to be blocked. Reportedly, the customer was to change the pump supplies.